Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6).

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.